Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while impacting the tibial implant, bottom metal piece of the impactor broke off and fell into patient. Surgeon was able to extract metal piece after several minutes. No harm to patient.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information.

Event description:
Impactor fractured and fell into patient.

Event description:
It was reported that while impacting the tibial implant, bottom metal piece of the impactor broke off and fell into patient. Surgeon was able to extract metal piece after several minutes. No harm to patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual inspection. Device history record (DHR) was reviewed and no discrepancies were found. An oxford tibial tray one piece impactor fractured during surgery. The brittle fracture occurred at the posterior foot of the impactor. The instrument shows signs of repeated use, such as scratches and dents on the impactor¿s body and the anterior (adjustable) foot. The fracture may have been initiated by the over impaction of the tibial tray and the use of a forward/backward rocking motion to free the impactor. However, the exact cause of failure cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.